Manufacturer narrative:
(B)(4). Software version 4.11j, retainer ring = clear. Customer returned insulin pump for alleged failed battery alarm and unexpected battery power loss found on (B)(6) 2020. Insulin pump passed the displacement test and self test. Insulin pump fails sleep current and active current test. Successfully downloaded history files and traces using thus. The following power alarms/alerts were noted on event date: low battery alert [104] on (B)(6) 2020 at start time 08:20:00.000, replace battery alert [73] on (B)(6) 2020 at start time 10:42:00.000. The low battery alert was unexpected, proceeding alarms were expected. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. However power management graph shows evidence of esd latch-up on an ic. Problem isolated to the electronics. Unexpected battery power loss due to esd latch-up on an ic. Test p-cap and reservoir locked properly into reservoir compartment during testing. Insulin pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2, and lcd display flex connector. The following were noted during visual inspection: battery tube threads - cracked, cracked case (battery tube), pillowing keypad overlay, cracked retainer, and partially detached retainer. Unexpected battery power loss, high sleep current, and active current due to esd latch-up on an ic. Problem isolated to the electronic stack. Failed battery alert not confirmed. No failed battery alarms during testing. Additionally moisture damage was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump alarmed replace battery alarm and the battery did not last longer. No harm requiring medical intervention was reported. Troubleshooting was not performed. The device will be returned for the analysis.